Event description:
It was reported that during insertion of a 4 mm cannulated screw, the tip of the screwdriver attachment broke. Debris from the broken driver tip was removed, and approximately 10 minutes were spent addressing the issue before continuing the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.